Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device displays an e1 error message.

Manufacturer narrative:
Evaluation summary: heavy intrinsic and extrinsic calcification was present in the cusp of all leaflets. The calcification had reduced leaflet mobility and thus led to stenosis. A gap was visible at the coaptation region of the leaflets. Indentations were visible on the free margins of leaflet one and three at commissure one. The cause of the indentations were unable to be determined. Minimal host tissue overgrowth was observed on the stent on the inflow and outflow aspects. Minimal host tissue overgrowth was also noted on the tissue on the inflow and outflow aspects, which encroached into the orifice by 3 mm and 1 mm at the greatest point, respectively. Extensive calcification was noted in the x-ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, a 3000tfx, 23mm valve was explanted after a 50 month implant duration, due to early stenosis. No additional information was provided.